Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had main cubie 2.1 and 2.2 was not detected on bus and unable to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie 2.1 and 2.2 not detected on bus. The field service engineer replaced the half height pyxi-bus module controller board and drawer controller boards. Cleaned the electronics drawer and the area around the communication sled and power supply. The system functioned as intended after the field service engineer repaired the device.